Manufacturer narrative:
Device identifiers have been requested but are unavailable from the explanting surgeon. The device was discarded by the user facility at the time of surgery and is not available for evaluation. The surgeon did note that device appeared intact and did not appear defective. Microstent malposition, hyphema, iris injury, elevated iop, and secondary surgical intervention are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent complicated cataract surgery in 2020 resulting in a posterior capsular tear, vitreous presentation, and a 3-piece sulcus-placed iol implant. The patient was seen by another surgeon in (B)(6) 2021 and the surgeon noted the hydrus microstent was partially embedded within the trabecular meshwork but the majority of the stent was resting on the inferior-nasal iris and pushing it posteriorly. The patient had poorly controlled iop due to allergy to glaucoma medication. On (B)(6) 2022, the hydrus microstent was explanted and the patient received a trabeculectomy with mitomycin-c. On 1-day post-explant follow-up, the iop was 12mmhg on no iop-lowering medications